Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant the right atrial (ra) lead had become dislodged and exhibited high thresholds. The ra lead was initially programmed off. It was noted that during the explant procedure the right ventricular (rv) lead also dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.